Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing had detached from the connector of the infusion set. No adverse event was reported. The lot number was not provided. The infusion set was requested to be returned for product evaluation.